Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No pump error 42, pump error 3, pump error 53, or pump error 54 alarms noted during testing. Successfully downloaded history files and traces using thump. However, pump error 42 confirmed in the pump history on (B)(6) 2023 at 21:28:07.000. Pump error 3 confirmed in the pump history on 21:28:03.000. Pump error 53 (linenumber= (B)(4) filenumber= (B)(4)) confirmed in the pump history on (B)(6) 2023 at 21:29:51.000. Lastly, pump error 54 (linenumber= (B)(4) filenumber= (B)(4)) confirmed in the pump history on (B)(6) 2023 at 21:29:41.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alarms noted during testing or in the pump history/trace files within two weeks of the event date. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked keypad overlay. Unexpected battery power loss not confirmed during testing or in the power management graph. However, pump error 3 confirmed in the pump history/trace files on (B)(6) 2023 as a consequence of pump error 42 alarms. Pump error 42 alarms confirmed in the pump history on (B)(6) 2023 due to dried insulin on the motor slide. Pump error 53(linenumber= (B)(4) filenumber= (B)(4)) and pump error 54 (linenumber= (B)(4) filenumber= (B)(4)) alarms confirmed in the pump history on (B)(6) 2023 due to possible hardware error with the motor application esf# (B)(4). Problem isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the main arm cannot communicate with the motor arm (pump error 3) and hal software error was detected (pump error 54), a software error detected (pump error 53), drive count error boundaries exceeded after movement (pump error 42), these alarms were repeating. Troubleshooting was performed and found that the customer was able to clear the alarm and the rewind was completed successfully. Advised to perform the test but the pump did pass the self-test. Also customer received replace battery now alarm frequently. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.